Manufacturer narrative:
Follow-up #1: date of submission 10/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: black box shows no evidence of a "intermittent power" event prior to complaint date. Pump powers with returned battery cap. Battery cap is unable to fully tighten. Battery cap measures within specifications. Battery compartment crack observed from thread area to case seal. Battery compartment threads damaged. The pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. A "intermittent power" event was not duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was an intermittent power issue and the battery compartment is cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.